Event description:
The catheter was inserted in the left forearm in 2008 without any difficulty. While removing the stylet/needle, the tubing broke.

Manufacturer narrative:
Received one used unit in 2008 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.